Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a visibly damaged keypad and missing hand grip, consistent with the patient's report. Contamination was found beneath the keypad contacts and the backlight button was found to be operational. Evaluation demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.

Event description:
The patient was hospitalized for elevated blood glucose levels and dka. The patient's mother also reported that subsequent to the hospitalization one of the pump grips became damaged, the display backlight became inoperable, and the keypad functioned intermittently.